Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that one of the following errors likely caused the led lights of the front panel to flash due to a temporary malfunction: border position adjustment failed . Rgb, light-shielding filter abnormal. Turret error . Wright guide error.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus that the front panel lights were blinking on and off. There was no patient injury or harm, associated with the problem, reported to olympus.